Event description:
On (B)(6) 2023 the clinic reported that they were having difficulties when trying to stimulate the device directly for testing.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. The reported issue is likely caused by a migration of the floating mass transducer from its intended position. Reportedly in situ measurements show the device working within specification. Diagnostic imaging and revision surgery is planned but no date has been scheduled yet.

Event description:
On (B)(6) 2023 the clinic reported that they were having difficulties when trying to stimulate the device directly for testing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.